Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported injecting a patient in the lips with 1 syringe of juvéderm® volift® with lidocaine. Four months later, the patient reported ¿inflamed lips for a month and a half, with pain, hardness, itching, and encapsulation of the product in the form of balls.¿ the patient was prescribed antibiotics and dacortín 30mg for 6 days, which alleviated the symptoms except for the itchiness and the encapsulated filler. The patient was later advised to take 14 days of dacortín 30mg. Event is ongoing.